Event description:
It was reported that shaft break occurred. The 80 to 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). After 7f ebu 3.5 non-boston scientific (bsc) guide catheter was engaged, and a non-bsc guidewire successfully crossed the lesion. Pre-dilatation was then performed using a 2.50 x 12mm non-bsc balloon. A 16 x 2.75mm promus premier drug-eluting stent (des) was advanced for deployment; however, during the procedure, the stent shaft was broken. The device was simply removed all together, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.